Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak . Customer's blood glucose at time of incident was 342 mg/dl. Customer stated that there is insulin/fluid in the reservoir compartment. Customer already threw the products away. Customer was advised to keep to return the next time. Customer changed set and reservoir and has been fine since.